Manufacturer narrative:
Device evaluation: the suspect device has not been returned for eval / investigation. A review of the device history record did not reveal any exception documents. A follow-up report will be submitted when the evaluation is completed. Eval: method: device history record was reviewed. Conclusion: a follow-up report will be submitted when the evaluation is completed.

Event description:
The rotator broke at 700 psi during an angiographic procedure. No harm or injury reported. The customer reported, three (3) defective devices but did not provide any additional info or clinical details for the add'l events. This single form FDA 3500a report will be filed.